Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) unit during use. The hp stated he had already cleared the alarm. The hp stated he did not disconnect prior to the alarm and noted nothing unusual with the supplies. The technical service representative (tsr) explained se 2240 indicates air entered the set up. The tsr reviewed proper procedures per the user manual. The hp confirmed to start over with new supplies. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Since the product code is unknown, there will not be a 510k number provided. Should additional information become available, a follow up MDR will be sent.